Event description:
It was reported an overdischarge was suspected. It was noted the patient had been unable to use stimulation for approximately one year due to health issues. The last time any stimulation was felt was over 12 months prior. It was also noted the last successful recharging session was over 12 months prior. It was noted the patient worked with their representative for three hours and they were unable to charge the stimulator. Antenna locate feature was used and the patient was able to get number's in the 90's but was unable to locate the ins. It was later reported the patient did 4 physician mode recharges (pmr). It was also noted the patient had a previous overdischarge. The representative planned to do another pmr in the office. It was noted there were telemetry issues. It was later reported another pmr was attempted without success. The patient will discuss with their doctor the next steps. It was noted "the device will need to be replaced" but it had not been scheduled. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3550-41, lot# n172224, implanted: (B)(6) 2011. Product type: accessory: product ID 3 9565-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37752, serial# (B)(4). Product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the recharger screen had a "teardrop and a circle with a diamond in the middle" when the recharger tried to sync to the ins. It was noted that the programmer screen had a "line with a question mark" when the programmer tried to sync with the ins. It was further reported that the programmer wouldn't read the ins.

Manufacturer narrative:
(B)(4).